Event description:
It was reported that the heartmate mobile power unit alarmed for disconnection.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a connect power alarm when connected to the mobile power unit (mpu) was confirmed. The evaluation of the returned mobile power unit, serial number (B)(6) revealed a compromised wire in the patient cable. One of the wires, which represents the power lines had a damaged insulation. As a result, when the mobile power unit patient cable is manipulated, there was an electrical contact/short between the wire and the cable shield resulting in the reported alarm. The compromised patient cable was replaced, and a full functional test was performed. The mobile power unit passed all test steps, and it was returned to the customer. A specific root cause for the damaged wire insulation was not able to be determined. The device history records were reviewed, and the records revealed the mpu was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and instruction for use (IFU) caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.